Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also mentioned that the device would not work or take a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively.